Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient has alleged nausea/vomiting, asthma (new or worsening), inflammatory response, coughing or chest pressure, copd, a non-smoker, and chronic bronchitis. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings if any was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was five error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Section g and h updated in this report.

Event description:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient has alleged nausea/vomiting, asthma (new or worsening), inflammatory response, coughing or chest pressure, copd, a non-smoker, and chronic bronchitis. No other clinical information or medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.